Event description:
It was reported to philips that the system would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start up. Upon troubleshooting fse found that 1phase marathon ups was not turning on. To resolve this issue, fse replaced the battery pack. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.